Event description:
I was lying down, all of sudden I started having real sharp pain. I even sometimes jump in my sleep. This happened for a week, and also until this day I still go through these sharp pains, migraines day and night. I received a stay, I saw one of my clips on and the other one was no where in sight. I need to speak with someone because this is pain, unbearable.